Event description:
It was reported that the patient called to report very high blood glucose, with cgm indicating ¿high¿ and a confirmatory glucometer value of 395 mg/dl after a recent infusion site change using a 23-inch steel contact detach set; review of usage indicated overtreatment of hypoglycemia and missed meal announcements consistent with an improper or incorrect procedure or method for device use. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem; a specific component-related issue was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.